Manufacturer narrative:
The initial MDR 2432235-2014-00491 was filed on august 12, 2014. The first supplemental MDR 2432235-2014-00491_s1 was filed on october 6, 2014. (B)(4).

Manufacturer narrative:
The initial MDR 2432235-2014-00491 was filed on august 12, 2014. Additional information (09/16/2014): the sample was sent to a reference lab and was confirmed as negative for toxoplasma igg. Siemens requested patient sample for additional testing but it was not available. Siemens field service engineer (fse) was dispatched onsite. Fse replaced the dual probe arm because the movements were not within specifications. The cause for false negative toxoplasma igg is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Manufacturer narrative:
The cause for the false positive toxoplasma quantitative igg results are unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer obtained false positive results on one patient sample for toxoplasma quantitative igg (txp) on an immulite 2000 xpi instrument when using reagent lot 404. The first sample tested negative on the immulite instrument using reagent lot 402. A new sample was obtained from the patient and tested on the immulite instrument, the result was positive. The new sample was then repeated and the result was positive again confirming the first result. Sample 1 was tested again and the result was positive. Both the samples were tested on an alternate platform and the results were negative. The false positive results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive results on the patient sample.